Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 24.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient experienced a refractive error with astigmatism. There was no incision enlargement, sutures or patient injury. The replacement lens was a different model (toric iol). Reportedly, the goal was to get the patient between -1.0 and plano; however, results were -1.12 with 1.0 of astigmatism. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/28/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received in a small improvised container cut in two pieces. The cut at approximately half of the lens could be related to the explant of the lens mentioned in the returned form. Due to the condition of the returned lens, a measurement could not be performed and no further analysis was possible. The reported issue of refractive error / astigmatism could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.